Manufacturer narrative:
The device and guide wire were discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this viperwire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was located in the right coronary artery (rca). A csi viperwire guide wire was advanced into the patient and positioned in the posterior lateral artery (pla) branch of the rca. A csi orbital atherectomy device (oad) was loaded onto the guide wire and the physician successfully treated the lesion via atherectomy. The oad was removed and the physician followed-up atherectomy with balloon angioplasty and stent deployment. At this point, angiography revealed a perforation in the pla. Angiomax administration was discontinued and a balloon was advanced into the patient and across the perforation in an attempt to resolve it. However, during each balloon inflation, the patient experienced st segment elevations and chest pain. Clots began forming in the location of the stent, as well as in the pla branch. The patient became hemodynamically unstable and coded. Emergency measures were taken and integrillin was administered to stabilize the patient. The patient was transferred in stable condition to the ICU for monitoring. The patient was discharged three days later, but expired two days post-discharge. It could not be conclusively determined whether or not the csi viperwire guide wire caused or contributed to the perforation. A request for additional information was made, but was denied by the facility.